Event description:
The complaint is reported as: staff reported the patient pulled on cvc and the hub came off the femoral cvc. The catheter was removed and a tunnelled vascath was inserted instead. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 4-l catheter for analysis. Signs of use were observed on the catheter body and inside the extension lines. The catheter appeared intentionally severed. Visual inspection of the catheter revealed the proximal luer hub separated from the proximal extension line. The separated luer hub was not returned. The end of the extension line was clamped off with the slide clamp, and therefore was deformed near the separation point. The extension line separation point was rough and jagged. Without the proximal luer hub, the location of the extension line separation could not be determined. The catheter length from the juncture hub to the severed end measured 140mm, which is not within the specifications of 207-227mm per product drawing. This indicates that at least 67mm of the catheter were severed and not returned for analysis. The proximal extension line outer diameter measured 2.140mm, which is within the specifications of 2.13-2.21mm per product drawing. The proximal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial 1, medial 2, and distal extension lines were flushed using a lab inventory 10ml syringe to test for leaks or blockages. The extension lines flushed normally. No leaks or blockages were observed. Functional inspection of the proximal extension line could not be performed due to the damage. A manual tug test confirmed the medial 1, medial 2, and distal extension lines were fully secured onto their respective luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal luer hub separated from the extension line. The luer hub was not returned. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Without the complete sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: staff reported the patient pulled on cvc and the hub came off the femoral cvc. The catheter was removed and a tunnelled vascath was inserted instead. No patient harm was reported. The patient's condition is reported as fine.